Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that post op to an adjustable gastric band procedure, the surgeon was having difficulty filling the band. The surgeon administered a local anesthesia and opened the port site. The strain relief was removed from the locking connector, and also completely removed from the tubing. The tubing was disconnected from the port. The port was damaged. Another band was pulled and the port was used to replace the damaged port. There were no patient complications.